Event description:
Lead revision occurred for the reported high impedance. It was noted that the lead was cut up during the explant procedure, so the device would not be sent back for analysis. No additional relevant information was received to date.

Event description:
It was reported that a patient's device was indicating high impedance. No additional relevant information was received to date.